Event description:
It was reported that during a da vinci-assisted nephrectomy donor surgical procedure, a permanent cautery hook (pch) was introduced in arm and into patient through trocar but surgeon could not get the instrument to work at surgeon console. This event took place with 2 different instruments in different arms within same procedure. The procedure was completed with no reported injury or procedure delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fenestrated bipolar forceps (fbf) had non-intuitive motion while the surgeon was manipulating instruments on surgeon console. Device was inspected prior to use. The surgeon was unable to move the fbf at all. There were no external collisions to the other instruments. Surgeon used a back up fbf instrument to complete the procedure robotically. There were no injuries to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and replicated/confirmed the customer reported complaint "could not get the instrument to work.¿ failure analysis found the primary finding of broken pitch to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.